Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that a month ago, they went to see their implanting health care provider (hcp), and they were trying to look at their ins system, but the patient hadn't brought their "thing" in to the appointment. The hcp had a universal device to use, but they were never able to connect to the patient's settings. The patient stated that because the hcp couldn't connect, the hcp thought that their ins was malfunctioning. The patient stated that today ((B)(6) 2024), they were going to have an MRI this morning, and they were trying to put their device into MRI mode, but they were getting a no device found' message. Patient services reviewed with the patient that they needed to be in the interstim x mytherapy application, and the patient admitted they hadn't initially been in that application. The patient went into the correct application, and patient services walked the patient through connecting the communicator to the handset, and the patient was able to successfully connect to see their settings. The therapy was on. Patient services reviewed activating MRI mode with the patient and also reviewed how to deactivate with the patient. The patient confirmed they understood but did not say if they deactivated the MRI mode at the time of the call or not, but they confirmed they knew what to do. The patient confirmed that the only reason the hcp thought their ins was malfunctioning was because they hadn't been able to connect at the time they were in the office. The patient's external devices were functioning as expected at the time of the call, and the patient's reason for calling was met. . No further action was taken by patient services.